Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote es balloon catheter. The hypotube was fractured 58.5cm from hub, the fractured surface was ovaled indicating the hypotube was most likely kinked prior to separating. The distal shaft was buckled starting at the proximal balloon bond and extending toward the hub. The length of the buckled location could not be measured due to the condition of the returned device. There were numerous kinks throughout the shaft.

Event description:
It was reported that shaft break occurred. Vascular access was obtained by ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, the balloon became stuck in the lesion and after pushing and pulling the device, the shaft near the marker bands separated. The device was simply removed without any remnants inside the body. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that shaft break occurred. Vascular access was obtained by ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, the balloon became stuck in the lesion and after pushing and pulling the device, the shaft near the marker bands separated. The device was simply removed without any remnants inside the body. The procedure was completed with a different device and no patient complications were reported.